Manufacturer narrative:
Concomitant medical product: 700fc27 heart band, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial lead with a subcutaneous coil triggered an alert for high/undefined impedance. The lead remains in use. No patient complications have been reported as a result of this event.